Event description:
It was reported that PICC inserted into a patient and when flushed patient experienced a wide spread burning sensation. The doctor stated he had an anaphylactic reaction, dropped his blood pressure and required immediate attention. Patient was given adrenaline, was intubated and transferred to ic. The patient was extubated 3 hours later. The patient was given lignocaine prior to insertion and the skin was cleaned with betadine. The patient is an oncology patient and required the PICC line to receive chemotherapy.

Manufacturer narrative:
The device has not been returned to manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.